Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the procedure outcome as non-device- but procedure-related complication. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to check for uniformity, no protruding struts, centering on the balloon, and cover integrity. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of a type iii perforation in the proximal rca, the pk papyrus was inserted but no stent was seen on fluoroscopy. Another pk papyrus stent was implanted and sealed the perforation successfully. Patient was discharged from cath lab to ccu. Post procedure the patient deceased on the same day.